Event description:
Clinical affairs reported that a (B)(4) clinical study pt implanted with a prodisc-c at c6-c7 on (B)(6) 2005 experienced dysphagia with solid food on (B)(6) 2008. Pt noted as having neurological issues prior to pdc implant.

Manufacturer narrative:
Device history record review has been requested. Investigation could not be completed, no conclusion could be drawn as device was not returned.

Manufacturer narrative:
The device history record was reviewed and confirms that parts were processed within required specifications and materials met requirements.